Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an issue was noted with this patient¿s system controller where the white cable did not transfer any data. It also alarmed as if only one power connection was connected when in fact both connections were plugged in. The site was able to verify that it was not the power module as multiple power modules were used to test the phenomenon and the result was the same each time. The controller was replaced.